Event description:
Discordant, vancomycin (vanc), thyroid stimulating hormone (tsh), troponin, creatine kinase-mb (ck-mb) and brain natriuretic peptide (bnp) results were obtained on multiple patient samples on an advia centaur cp instrument. The discordant results were flagged by the instrument and were reported to the physician(s). The samples were repeated on another advia centaur cp instrument and resulted as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, vanc, tsh, troponin, ck-mb and bnp results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the acid and base solutions were switched. Tsc instructed the customer to replace the fluids and prime the system. Quality controls were run and were within range. The cause of the discordant, vanc, tsh, troponin, ck-mb and bnp results, is a user error. The instrument is performing within specifications no further evaluation of the device is required.